Event description:
It was reported that during knee arthroplasty when the surgeon was inserting the tibial bearing trial, the device fractured. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device identified signs of repeated use and the trial was fractured. The device history records were reviewed and no discrepancies were identified. The device has a potential field age of 8+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.